Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked to clarify whether urinary retention was pre-existing to the therapy. They responded they got the surgery to aid in sleep. After installing, they went less during the day and every 1-2 hours at night. They had moved the setting to .2 so they could get five hours of rest.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they had been experiencing urinary retention during the day, almost having to strain to urinate, and had urgency/frequency at night. Patient had to use the bathroom every hour at night and when they went it was only a cupful or a dribble. Patient indicated the stimulation was more effective at first, but gradually worsened to the current state starting in (B)(6). Patient had already seen their healthcare provider who said the stimulation was working. Patient confirmed that the stimulation was working because they had already turned the stimulation up to the point of it being uncomfortable. Patient reported at that level they could make their left nut jump. It was reviewed the stimulation was in the target area. Patient kept the stimulation low enough to be comfortably felt. Patient confirmed they had not tried other programs. Patient was able to sync with their programmer on the call, it was confirmed stimulation was on set to 0.9v on program 1. Patient elected to try program 2, patient was assisted in changing to program 2 and increasing the amplitude to0.7v, patient reported feeling stimulation comfortably in the target area. Patient reported program 2 felt more smooth than program 1 did. Patient was going to try all programs prior to their next healthcare appointment in (B)(6). Patient reported a gradual return of symptoms. No further complications were reported or anticipated.